Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was for the past 3 days the patient's therapy has not been working right. Patient stated they can only get as far as the connecting screen and it doesn't go any further. Agent walked patient through restarting the handset and communicator. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned that the therapy is not helping as much as they wanted it to. Pt also mentioned that their therapy had not been working as effectively as they hoped and wanted to call their healthcare provider (hcp). Pt mentioned reaching out to their manufacturing representative about an issue a week ago and then they contacted the representative today. Additional information was received from the patient (pt). They reported that they did not know why their back did not feel better. Pt noted if they stand on their feet very long, it hurts and they have to sit down. Pt tried the different programs that were given to them. Pt reported they went back to their surgery doctors who and they were working with a technician, but nothing has been able to help. Pt went back to the doctors to have a different program put in but it did not help. The technician put in new and different programs in different areas in their back, but it did nothing for them. Pt reported nothing has helped their whole back.